Event description:
Hold for jb 12-7-23

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 13912876. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2015: (B)(6) medical center. (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: abdominal pain, possible hernia. Impression: complex ventral abdominal hernia. No evidence of bowel obstruction. (B)(6) 2015: (B)(6) medical center. [Signature ni]. Anesthesia record. Asa 2, weight (B)(6). (B)(6) 2015: (B)(6) medical center. [Signature ni]. Pre-operative record. Procedure: incisional hernia repair. Diagnosis: incisional hernia. Previous surgery: bilateral tubal ligation. Anesthesia issues: obesity/morbid (body mass greater than 35). (B)(6) 2015: (B)(6) medical center. (B)(6). Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Name of procedure: incisional hernia repair with mesh. Anesthesia: general. Estimated blood loss: 10 ml. Indications: a (B)(6) black female presenting with what appears to be fairly complex incisional hernia, now requiring operative intervention. Description of procedure: ¿after informed consent was obtained, the patient was brought to the operative suite, placed in supine position on the operating table, prepped and draped in normal sterile fashion. Antibiotics had been given. Incision was made at the upper umbilicus site in a vertical fashion __ [sic] a fairly significant hernia sac was identified, appeared to have colon along with small intestine and omentum. Once this was dissected back to the abdominal wall, there appeared to be 2 small other defects which were easily dissected out and created 1 large defect of roughly 6 cm in size. This did require a mesh operative repair. A gore dualmesh was then placed with fiberwire, clockwise fashion, with good fascia above and below, without any abnormalities, without any undue tension. Once this was fully sutured to the abdominal wall and we were comfortable with this, irrigation of the wound was then performed with a copious amount of sterile irrigation. Following this, fiberwire was then used to close the fascia above the mesh site to even reduce some more tension. Irrigation of the wound was then performed again. Wound was closed in multiple layers. Sterile dressing was placed. She tolerated the procedure and went to recovery in stable condition.¿ (B)(6) 2015: (B)(6) medical center. Implant record. Implant/explant information: hernia incisional open. Description: mesh dual plus 10 x 15. Type: implant. Size: 10x15. Quantity: 1. Serial number: (B)(4). Expiration: 02/2018. Lot number: n/a. Model number: 1dlmcp03. Site: incisional hernia. Manufacturer: gore. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/13912876) was implanted during the procedure. (B)(6) 2017: (B)(6) medical center. (B)(6). Pre-anesthesia record. Weight (B)(6). Tobacco use: none. Alcohol use: none. Bmi 52.4. Gerd [gastroesophageal reflux disease]. Asa iii. (B)(6) 2017: (B)(6) medical center. Andrew lundberg, md. Operative report. Preoperative diagnosis: symptomatic incisional hernias. Postoperative diagnosis: symptomatic incisional hernias. Name of procedure: incisional herniorrhaphy with mesh. Indications: a (B)(6) black female with a history of an incision in the past with a hernia, repair, and now with recurrent hernia requiring operative intervention. Description of procedure: ¿after informed consent was obtained, the patient was brought to the operative suite, placed in supine position on the operating table, prepped and draped in normal sterile fashion. Antibiotics had been given. A small incision was placed in the left lower quadrant, left mid, left upper under direct visualization. C02 insufflation was then performed. All scar was taken down from the midline abdomen. There were multiple hernias. Pictures were taken and placed on chart. Mesh was readied. The largest piece we had was readied and placed without difficulty into the abdominal cavity and tacked on 8 sides to bring this to the abdominal wall, then packing was then performed in a clockwise fashion around the entire area of mesh. Once we were comfortable with this, and we were comfortable with the operative repair, pictures were taken. No bleeding was identified. Port sites were removed. Insufflation was removed from the abdominal cavity. Wounds were closed. Sterile dressings were placed. She tolerated the procedure and went to the recovery room in stable condition.¿ (B)(6) 2017: (B)(6) medical center. Implant record. Implant/explant information: hernia incisional lap. Description: mesh dual plus 18 x 24. Type: implant. Size: n/a. Quantity: 1. Serial number: (B)(4). Expiration: 02/2019. Lot number: n/a. Model number: 1dlmcp06. Site: abdomen. Manufacturer: gore. The records confirm a gore® dulamesh® plus biomaterial (1dlmcp06/14935943) was implanted during the procedure. (B)(6) 2019: (B)(6) medical center. (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: abdominal pain, diarrhea, possible bowel obstruction. Impression: small bowel obstruction with complex ventral abdominal hernia containing multiple loops of small bowel extending just below the level of the ventral abdominal mesh. (B)(6) 2019: (B)(6) medical center. [Signature ni]. Anesthesia record. Diagnosis: small bowel obstruction, adhesions. Procedure: upper and lower abdominal exploratory laparotomy, lysis of adhesions, removal mesh. Asa iiie. Weight (B)(6), bmi 48.8. (B)(6) 2019: (B)(6) medical center. (B)(6). Operative report. Preoperative diagnosis: symptomatic incisional hernia with bowel obstruction. Postoperative diagnosis: symptomatic incisional hernia with bowel obstruction. Procedure performed: exploration of abdominal wall, lysis of adhesions, removal of mesh, primary closure of large hernia. Indications for procedure: this is a (B)(6) black female with recurrent hernias associated with size and morbid obesity, now requiring operative intervention for bowel obstruction. After informed consent was obtained, the patient was brought to the operative suite, placed in supine position on the operating table, prepped and draped in the normal sterile fashion. Antibiotics had been given. Incision was made through the midline previous incision site. Dissection down to 2 hernia sites were identified and separated by the mesh. Dissection down to, what appeared to be the bowel obstruction, multiple adhesions was noted and identified. Once this was performed and confirmed, the upper abdominal wall defect was then closed first. We did not place mesh in again. We suspected there would be a very high rate of recurrence and we did not want to risk anymore mesh being placed in the belly, for fear of even potential infection, since we were in a subacute therapeutic session. The upper wound and fascia was then readied and closed under minimal tension using a pds in multiple interrupted figure-of-eights. Once we were comfortable with this, the below area where there was free-floating mesh, this was cut out and no signs of infection were identified. The defect was also closed utilizing pds multiple figure-of-eights, with no undue tension on the wound. Irrigation of the wound was performed with copious amount of sterile irrigation. Care was taken to ensure prior to closure. The bowel obstruction was released. No signs of any enterotomies were noted. No signs of serosal tears were noted. We were comfortable with the entire area. The wound was closed in multiple layers. Sterile dressings were placed. She tolerated the procedure well and went to the recovery room in stable condition.¿ (B)(6) 2019: (B)(6) medical center. (B)(6). Pathology report. Diagnosis: abdominal mesh, resection: synthetic material consistent with mesh with adherent fibrous tissue and multinucleated giant cells. Gross description: received in formalin labeled ¿april thompson, mesh¿ are multiple pieces of pale tan mesh with a small amount of attached fibrous tissue. The pieces in aggregate are 10 x 4.5 x 0.1 cm. Representative sections are submitted of the soft tissue. Microscopic examination is performed. Procedure: exploratory laparotomy; removal of mesh; lysis of adhesions. Clinic history: hernia; possible small bowel obstruction. Specimen list: mesh. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent incisional hernia repair on (B)(6) 2017 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2019, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of free floating mesh. Additional event specific information was not provided.